Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that driveline power fault alarm was observed upon interrogation of the device. The driveline modular connection and the driveline connector to the system controller was checked. Reconnecting the modular connection resolved the alarm.

Manufacturer narrative:
Section b5, d11: additional information. Section h4: correction. Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate 3 lvas could not be conclusively determined. Additionally, although low flow events and driveline power fault alarms could not be confirmed, the events reportedly resolved with blood pressure management and reconnecting the modular cable, respectively. The account communicated that the patient went to the ER after slipping and falling on his face and head. The patient was reportedly confused and attempted to pull the driveline which resulted in minimum injury to the exit site. A driveline power fault alarm was also noted. The modular cable was reconnected which reportedly resolved the alarm (refer to manufacturer report number (B)(4)). A CT showed no evidence of brain hemorrhage but did reveal excessive csf which needed to be drained. Additional information indicated that the low flow alarms resolved by controlling the patient¿s blood pressure. The patient was reportedly asymptomatic and stable at the time of discharge. The patient remains ongoing on heartmate 3 lvas. No product is available for investigation. No further complaints have been reported at this time. The heartmate 3 lvas IFU describes all alarm conditions, including the low flow advisory/hazard and driveline power fault alarms, as well as the appropriate actions associated with them. The IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and outlines all pump parameters. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The heartmate 3 patient handbook states that in the event of a low flow hazard alarm, call the hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number (B)(4).